Manufacturer narrative:
(B)(4). The device was returned for analysis with an unknown cable that has one end severed. Visual inspection revealed that there are two cuts in the distal end. One is located approximately 7cm from the distal end in which the insulation is cut through and the interior wires and center support are exposed. The interior wires are severed at this location and the wire ends are exposed. The second cut is located approximately 4.8cm from the distal end and is comprised of two cuts that are through the insulation but the interior wires cannot be seen. There is dried body fluid on the handle and the shaft of the device. No further analysis was able to be performed due to the damage as received. A DHR (device history record) review was performed and no deviation was found. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2017. It was reported that a visual noise from the catheter occurred. The target lesion was located at the right atrium (ra). A blazer prime¿ htd was selected for use. During the procedure, when the physician torqued the handle, it was noted that an artifact was seen on the map electrogram. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there were two cuts in the distal end of the catheter.